Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink luer activated devices disconnected from clearlink extension sets. This occurred during preparation for therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three companion samples of lot 16j04v154 were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was implemented and the devices performed per product specifications. The reported condition was not verified. The lot number of the actual device remains unknown. However, a batch review was completed for the lot of the returned companion samples, and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.